Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant procedure, the device was required to be paired daily. Technical support suggested some setting changes in the phone to resolve the issue. The patient was stable with no consequences.